Event description:
The reporter contacted animas on (B)(6) 2013 reporting that on (B)(6) 2013 the patient had a blood glucose (bg) of 37mg/dl at school and was treated with an unknown amount of carbohydrates and then the patient was picked up by a family member and at that time the bg was 93mg/dl, dropped to 72mg/dl and the patient was treated with skittles and the bg rose to 260mg/dl. The patient is new to insulin pump therapy and working with bg manager to adjust settings. There was no additional information at the time of this report. This report is being made due to the hypoglycemic event the patient experienced while on insulin therapy.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box begins on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)